Event description:
It was reported by the field service engineer (fse) that during preventative maintenance cardiosave intra-aortic balloon pump (iabp) ground prong broken on power cord. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions) h11. Corrected field: h6 (medical device ¿ problem code). The getinge service territory manager (stm) that discovered the issue replaced the power cord. The unit passed all safety and functional tests and was returned to the customer for clinical use. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne the failure analysis and testing dept. Received part with a reported unit failure of the ground prong broken. The fat performed a visual inspection and found the part to have a broken ground prong on the plug. See attachment. Confirmed the failure but no root cause defined. Retaining the part in the failure analysis and testing department per procedure